Event description:
It was reported the customer had a partial display on their insulin pump. Customer stated when they were out in the sun, certain parts of their screen becomes unreadable. The customer's blood glucose was unknown. Customer stated they did not drop or bump their insulin pump. It was also found there was blotches on the insulin pump's screen. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.